Manufacturer narrative:
D4 & h4: serial number, model,catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, had error states data patients and order not current, interface problem. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that stations were in critical override mode and had an error message "data patients and order not current, interface problem". The technical support specialist (tss) dialed into the station and server, verified that all services were running, and noted errors indicating patient data and orders might not be current. After running a critical override reason query, over 30 stations were found on inbound delay. Further checks revealed xml messages were not crossing over, with a disconnected flag set to 0 and timestamps showing a delay of over three hours. Facility inbound message queries indicated active directory (adt) issues with local datetime as null, and the last cee message was logged on october 30, 2025. On patient encounter system (pes), most medstations were marked as on critical override, though device settings did not indicate scheduled overrides. After troubleshooting, the critical override icon disappeared on affected stations. Subsequent queries confirmed stations were off critical override, xml messages were current, and inbound message issues were resolved. The inbound message delay had triggered the critical override status. The customer was contacted, and the resolution was verified. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, had error states data patients and order not current, interface problem. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.